Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it took much manipulation and force to remove the metal lase tube from the tracheostomy site. It was reported that the thicker area above the pilot balloons got hung up on the tissue and had to be rotated considerable before successful extubation.